Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ; guide cath: heartrail. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was treating a mildly tortuous, moderately calcified, concentric, 90% stenosed lesion in the mid right coronary artery. During post-dilatation, the 4.0x8mm nc trek balloon dilatation catheter ruptured at 10 atmospheres during the first inflation. Additional dilatation was then performed successfully with a 4.5x8mm nc trek balloon dilatation catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.